Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, lot# n314692005, implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 2000mcg/ml compounded baclofen at 350mcg/day via an implantable infusion pump for chronic spasticity. It was reported that the patient had not been getting adequate relief from spasticity with their new pump where the old pump had provided adequate relief. There were no any environmental/external/patient factors that may have led or contributed to the issue. Previous serial increases and 25mcg bolus had failed to produce any change in spasms. A dye study was performed which failed to demonstrate catheter patency. A revision had been planned but not yet scheduled. The event was not resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
The other relevant components include: product ID: 8709sc, lot# n314692005, implanted: (B)(6)2012-, product type: catheter. (B)(4) has been removed upon receipt of the additional information. No further supplemental reports will be submitted regarding this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the healthcare professional told the rep that the patient was getting good therapy. The rep reported that apparently the catheter is patent and functioning. No revision was planned. No further information was available. No further complications were anticipated/reported.

Manufacturer narrative:
The additional information indicated this event is a serious injury with intervention required. Additionally, (B)(4) once again applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The patient was receiving 2000 mcg/ml gablofen at 300 mcg/day. It was reported that there was a catheter revision and a cystic mass at the tip of the catheter. There were no environmental, external, or patient factors that may have led or contributed to the issue. A previous dye study demonstrated a loculated collection of contrast at the tip of the catheter with some extravasation into the intrathecal sac. The patient had improved efficacy following the dye study for one week. Since then, titration to 410 mcg/day had yielded little change in baseline spasticity. Three ml was easily aspirated from the catheter on 2017 (B)(6), but no additional cerebrospinal fluid (csf) could be aspirated. The catheter tip was lowered 5 cm. Re-aspiration of csf was free flowing and abundant. A dye study was performed demonstrating good myelogram flow and the catheter was re-anchored. The issue was resolved and the patient was noted to be "alive - no injury". No further issues were reported or anticipated.